Event description:
It was reported that, "removed broken ts insert screw from joint. Broken piece was able to be removed and threads were tested w/ new screw. Same size insert was re-inserted."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.